Manufacturer narrative:
This report is filed march 25, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent cellulitis and has been treated with antibiotics (dates not reported). The implanted device remains.